Event description:
This event was reported to sunrise customer service in 2006, via a phone call from direct supply. Per customer, the front axle on the chair broke within the first day they had the resident in it. The resident fell out of the chair. No information available on any injuries. The unit has not been received for evaluation.